Event description:
Info rec'd indicates that a pt suffered a "substantial and large burn" measuring more than four inches long and more than one and a half inches wide on her right anterior thigh. A dangerous device, which emitted heat and/or electricity of great force and temperature as to cause a serious and substantial burn on the pt was used."